Event description:
It was reported that the patient complained about the beeping which occurred every four hours. It was also reported that the lead integrity alert was activated by oversensing and multiple non-sustained tachycardia events on the right ventricular lead. The lead integrity alert was turned off. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fifteen (15) ventricular nst<=210 ms between (B)(6) 2012. One patient alert for lead failure predictor on (B)(6) 2012.